Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product requested but not yet returned.

Event description:
During a knee arthroplasty while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and no delay in procedure. Another unit was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. The review of manufacturing history shows that products were manufactured according to the pre-defined specifications. The inspection shows that the dry mixing has maybe not been done or the safety clamp has been removed before the stop of the vacuum. The root cause of the event is most likely user error.